Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump "syringe bracket would not slide up to hold syringes;" this condition had the potential to interrupt delivery. This condition was found in the biomed department. This event occured during programming/setup. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "syringe brackett would not slide up to hold syringes" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service and the reported condition is related to previously reported problems for this pump.